Event description:
It was reported the charger can no longer communicate with the ipg due to the patient gaining weight. X-rays were taken and revealed the ipg has tilted. The patient will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.